Event description:
It was reported that the insulin pump is not functioning properly. The customer stated that during a bolus delivery no insulin exits the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.